Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The nurse believed that the customer was hospitalized because he is non-compliant. The customer was unavailable for troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.